Manufacturer narrative:
The date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient's ipg was inoperable due to a failure to recharge the device due to other unrelated health issues. The ipg was not charged over a year. The patient underwent surgical intervention where the ipg was explanted and replaced with a new one. Surgical intervention addressed issue.

Manufacturer narrative:
A review of documentation supplied with the implant states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is consistent with user error.